Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply needs to be replaced. No conclusion can be drawn as further repair info is unavailable.

Event description:
The customer reported that the 7900 system had a problem with the power supply. No pt injury was reported.